Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and found the heater tray bent. The as-received treatment with reduced dwell times failed due to an alarm that occurred during fill 1 of the treatment. The load cell verification was not within tolerance, the 2k weight value was out of spec at ~2640g. Further investigation found the bent heater tray to be the cause of failure. A known good heater tray was used for the remainder of the investigation. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The as-received treatment with reduced dwell times passed. There were visual indications of dried fluid found on the baseplate beneath the catch posts and discolored tubing during an internal inspection of the cycler. The cause of the observed dried fluid and discoloration could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: it cannot be determined if a temporal relationship exists between the ccpd therapy with the liberty select cycler and the patient¿s death as the patient's family did not report if the patient was connected to the cycler when found. Based on the available information, the cause of death cannot be determined at the time of this clinical investigation. However, considering the patient¿s comorbidities and the probable cause of death can be reasonably associated with the patient¿s reported comorbidities. Cardiac disease is a well-known contributor to mortality in the environment of end-stage renal disease. Additional contributing factors, such as diabetes mellitus, hypertension and cardiovascular disease exacerbate cardiac and renal dysfunction and present a poor prognosis of survival. There were no documented allegations or objective evidence a fresenius product deficiency or malfunction caused or contributed to the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away and no cause was given. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient expired at home and was found by family. It was reported that this patient¿s death was likely attributed to heart disease and multiple comorbidities, yet it could not be confirmed. There was no report of emergency services activation and the pdrn was uncertain if the patient was actively undergoing ccpd therapy on the liberty select cycler at the time of death. There was no report of any malfunction or deficiency of the liberty select cycler or any fresenius product(s) or device(s) that caused or contributed to this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.